Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that a vitreotome blade from a pak did not rotate during a vitrectomy. Another pak had to be open. Additional information received from the reporter. The system was successfully primed with the cassette and the vitreotome. The tip was fitted in the vitreotome and entered into the eye. Then it was noticed that the blade did not rotate. It was tried again outside the eye in a rinsing fluid but it did not work either. Another pak was opened to use a new vitreotome. There was no patient harm. Additional information has been request.

Manufacturer narrative:
Evaluation summary: the device history record showed that the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable in this case and thus eliminate any risk to the patient. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature